Event description:
It was reported "a tear to the esophagus". No clinical complications were recorded by dr.

Manufacturer narrative:
Investigation is still open however; the sample was discarded at the facility. Should more info become available through the investigation report, a supplemental report will be filed.